Event description:
Plaintiff reports initial bilateral implantation 3/26/75 with replacement 8/6/75. Plaintiff adopts the master petition filed in cause no. 92-16550; in re: master silicone breast implant file.